Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5, prior endocarditis, a prolapsed leaflet, a restricted leaflet. An xtw clip (50430r1034) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal, the clip cover was observed torn. An additional xtw clip (50428r2095) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5, prior endocarditis, a prolapsed leaflet, a restricted leaflet. An xtw clip (50430r1034) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal, the clip cover was observed torn. An additional xtw clip (50428r2095) was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Tr remained at a grade of 5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue and torn clip cover. There is no indication of a product issue with respect to manufacture, design, or labeling.